Event description:
It was reported that during a surgical procedure conducted at the user facility, the device overheated. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly it was found that the device was drawing excess current due to a failed e-box.